Event description:
This is a solicited case report received from an investigator in (B)(6) on 27-apr-2016 which refers to an adult female patient who was involved in a observational company-sponsored study, study number: (B)(6). Study description: study (B)(6), essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure permanent sterilization method, as measured by the absence of pregnancy. (B)(6). On (B)(6) 2008 essure (fallopian tube occlusion insert) was inserted with lot number 626602 for contraception. In 2012 patient had endometrectomy due to metrorrhagias; she was hospitalized. The event endometrectomy was considered as serious due to hospitalization and since medical/surgical intervention was required. The patient recovered from it in 2012. Follow up information received on 26-apr-2016: the event endometrectomy was updated to metrorrhagias by investigator. Hospitalization for endometrectomy due to menorrhagias. Follow-up information received on 03-may-2016. (B)(4). Company causality comment: this medically confirmed, study case report refers to a female patient who was involved in an observational company-sponsored study (study number: (B)(6)). Four years after essure (fallopian tube occlusion insert) insertion, she had metrorrhagias and she was hospitalized and submitted to an endometrectomy. This event is listed according to the reference safety information for essure and was considered serious due to hospitalization and required intervention. In this particular case, the investigator stated the patient was submitted to an endometrectomy due to metrorrhagias. However, no further information was provided (patient's concomitant conditions were not informed and it is unknown if there is an alternative explanation for this event). Considering abnormal genital bleeding and menses pattern changes may occur after essure insertion, company cannot exclude that the reported endometrectomy was performed as a consequence of essure therapy. Therefore, this case was considered an incident. A product technical analysis is being sought.

Manufacturer narrative:
Follow up information received on 26-apr-2016: the event endometrectomy was updated to metrorrhagias by investigator. Hospitalization for endometrectomy due to menorrhagias. Follow-up information received on 03-may-2016. (B)(4). Follow-up received on 12-may-2016 from investigator: (B)(6). She was not pregnant. She had essure (lot number 626602, model ess305) inserted for contraception on (B)(6)-2008. In 2012, patient had metrorrhagias. Investigator considered the event serious due to hospitalization and medical or surgical intervention, and unrelated to essure device. According to reporter, patient was hospitalized for endometrectomy due to metrorrhagias, and in 2012 she recovered from the event. Essure device was not removed. Company causality comment: this medically confirmed, study case report refers to a female patient who was involved in an observational company-sponsored study ((B)(6)). Four years after essure (fallopian tube occlusion insert) insertion, she had metrorrhagias. She was hospitalized and submitted to an endometrectomy. The event resolved and essure was not removed. This event is listed according to the reference safety information for essure and was considered serious due to hospitalization. In this particular case, the investigator stated that the patient was submitted to an endometrectomy due to metrorrhagias, and the event resolved. Investigator assessed the event as unrelated to essure device. Considering that essure was not removed and the event resolved after treatment with endometrectomy, and in line with investigator's assessment, causal relationship between metrorrhagias and essure was assessed as unrelated, thus the case was downgraded and not regarded as incident. A product technical analysis is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.